Manufacturer narrative:
(B) (4). (B) (4) - hernia recurred. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B) (4). (B) (4) - hernia recurred. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hernia repair procedure on (B) (6) 2009. A few months later the pt developed a bulge at the hernia site. It was fluid build-up (ascites) and the pt required a re-operation on (B) (6) 2010. The surgeon said the mesh had incorporated everywhere except in the center which allowed fluid to build-up. During the re-operation, the surgeon used sutures to close the fascia to prevent fluid from passing through. The surgeon opines that the pt's fatty liver progressed from the initial operation. In portions of the mesh where the hernia recurrence was felt, there were small perforations in the mesh through which the ascites traveled into the hernia sac.